Manufacturer narrative:
The pump has not been requested for return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported priming the pump while attached to the site. The pump user guide instructs the patient to disconnect from the site prior to conducting an ezprime step; additionally, the pump will shows a warning to disconnect from the pump when entering the ezprime menu. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 30 mg/dl. The patient indicated that the pump emitted loss of prime warnings; during the review of the process to clear the loss of prime warnings, the patient reported staying connected to the pump when priming. The prime history was reviewed and found multiple primes in the amounts of 16.0 units, 6.1 units, 4.1 units, 3.2 units, 5.4 units, and 6.9 units which the patient reported occurred while attached. The patient was advised on the importance of disconnecting from the pump during the prime step. This report is made based on the allegation that the patient experienced hypoglycemia related to priming the pump while attached.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displays message disconnect infusion set from your body on the rewind screen and be sure set is disconnected from your body. Then select continue on the prime screen. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the compliant during the investigation. Unrelated to the complaint, evaluation revealed that the display lens was scratched.